Manufacturer narrative:
(B)(4). This lot was manufactured from june 21, 2014 to june 22, 2014. Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. A photographic inspection was performed and showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot was observed on the bladder of a small volume folfusor. The reporter stated that they were not sure whether the dot was on the outside or inside of the bladder. This was noticed after the device was filled with 115 ml of fluorouracil and sodium chloride (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.